Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with broken reservoir tube lip and cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer's father reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was over 500 mg/dl at the time of hospitalization. The father reported the cause of the hospitalization was from diabetic ketoacidosis. The father stated the customer was wearing the insulin pump at the time of hospitalization. Customer was still hospitalized at the time of the call. The father also reported the insulin pump was damaged. The father stated the insulin pump was damaged where the reservoir was screwed in. It was found the gasket was exposed. The father could not recall how the damage occurred on the insulin pump. The father agreed to return the insulin pump for analysis.